Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the reported treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement with two proglide devices were attempted in the right common femoral artery (rcfa) using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was a 7fr sheath. Reportedly, a dissection was noted following closure of the access site. Due to the detachment of the posterior plaque (fibrous), probably engaged by the needles. A cut-down was performed and an occlusion of the vessel, caused by plaque was noticed. The plaque was surgically removed and a patch was applied to achieve hemostasis. There was a reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.